Event description:
It was reported that during testing conducted at the MFR facility the loaner drill was overheating. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the MFR facility, there was no pt involvement and no delay to a surgical procedure.

Manufacturer narrative:
Worn components were discovered throughout the device bearings, bearing stop and nose cone. Worn components are a probable cause of overheating. Since the saw was a loaner device, it will not be returned to the account.